Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 24 mg/dl while wearing the pod. The patient reports due to their controller not working they had removed the pod 1 day prior to this event. Once at the hospital the patient was also diagnosed with gastroparesis. The patient was given warming blankets and monitored. The patient was treated with intravenous fluids. The patient remains in the hospital at the time of this call.